Event description:
It was reported that prior to an unknown procedure, the device could not fire at the 1st firing with tr45g. Changed another tr45g but could not fire completely. The jaw could not open normally, and the surgeon used forceps to open the jaw. Changed to another device and reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth the analysis results found that the atg45 device was received with the firing mechanism damaged and with tr45g cartridge loaded in the device. The reload was received partially fired 2/3 and with the lockout spring normal. Furthermore a tr45g cartridge reload (b) was received in a sample bag unfired and in good visual conditions. Additionally, the knife and wedges were exposed. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.